Manufacturer narrative:
Customer reported the surgiphor bottle broke during surgery. No patient impact has been reported. Results pending completion of investigation. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug) addendum this supplemental MDR is submitted to document the result of investigation performed to analysis root cause. After investigation, a cracked surgiphor bottle was confirmed. A definitive cause of the crack was not determined. A device history record review found no non-conformances associated with this issue during production of this batch. The most probable root cause can be attributed to post manufacturing handling. A CAPA has been opened to further investigate the reported issue. Complaints are monitored and reviewed for emerging trends. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the surgiphor bottle broke during surgery.

Event description:
It was reported by customer that the surgiphor bottle broke during surgery.

Manufacturer narrative:
Customer reported the surgiphor bottle broke during surgery. No patient impact has been reported. Results pending completion of investigation. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.